Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the power issue. The field service engineer removed all cables on back of comm sled and powered on. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system intermittent and spontaneous restart throughout the day. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.